Event description:
As reported, upon opening the package of a 'filiform double pigtail ureteral stent set', the user noted that the pigtail end of the stent was 'broken' in an unspecified manner. The device was not used on the patient. The user used a new 'filiform double pigtail ureteral stent set' to complete the procedure. The device was returned 01aug2023 in 3 separated segments. There were no adverse effects to the patient reported.

Manufacturer narrative:
G4: PMA/510(k) number: preamendment; h3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, upon opening the package of a 'filiform double pigtail ureteral stent set', the user noted that the pigtail end of the stent was 'broken' in an unspecified manner. The device was not used on the patient. The user used a new 'filiform double pigtail ureteral stent set' to complete the procedure. The device was returned 01aug2023 in 3 separated segments. There were no adverse effects to the patient reported. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control (qc) procedures were conducted during the investigation. A search of the device history record found no related non-conformances reported for lot. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device for lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in-house or in-field. Cook also attempted to review the IFU; however, this lot was IFU exempt and as such there was no IFU to review. Visual inspection of the returned complaint device was also conducted. One, 'filiform double pigtail ureteral stent set' was returned for investigation. The device was returned in open packaging and in three segments; the points of separation were clean; the root cause of the stent separation was unable to be determined. Cook has concluded that the device was manufactured to specification. The complaint reported by the customer of the stent being separated was confirmed due to customer testimony and device inspection. The cause of the separation was not able to be determined for this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.